Event description:
The device was used during a tfc fusion cage explantation. Reportedly, the cages had to be removed because they had been placed too far anteriorally and laterally. The hosp has reported the pt's condition is satisfactory.